Event description:
It was reported that a patient experienced a break in aseptic technique further described as "patient dropped the port in lap" during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized for 6 days for peritonitis. The patient was treated for peritonitis with vancomycin 1 gram intraperitoneally (ip) given twice a week for 2 weeks. A week after the patient was discharged from the hospital, and the patient recovered from peritonitis. The patient was retrained on proper aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.